Manufacturer narrative:
It was determined that the device was used for double sequential defibrillation (dsd). Dsd is off-label use for the lp15. Per the lp15 operating instructions "when two defibrillators are used to deliver energy to the same patient at the same time, one or both defibrillators may be damaged and shutdown may occur". Therefore, the root cause of the reported issue was traced to use error.

Event description:
Upon evaluation, stryker observed that the customer's device gave "abnormal energy delivery" message. Additionally, the technician observed that the device had logged an event code in the memory which is related to a potential issue of the monophasic shock delivery. The technician was informed by the customer that the device was used for dual sequential defibrillation. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The therapy board was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
Upon evaluation, stryker observed that the customer's device gave "abnormal energy delivery" message. Additionally, the technician observed that the device had logged an event code in the memory which is related to a potential issue of the monophasic shock delivery. The technician was informed by the customer that the device was used for dual sequential defibrillation. There was no report of patient harm associated with the reported event.